Manufacturer narrative:
The device was returned the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that the device would not hold charge and it had corrosion on the connections. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.